Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer stated: "the complete breakage of chamber 4343 following priming carried out by the healthcare operator at the hospital. The breakages are quite serious and have been found on six components." This feedback relates to 4343 samples from lot 571530. Although no samples were received for investigation, the customer did provide photographs, analysis of which confirms the customer's experience as cracks were confirmed in the drip chamber barrels. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 571530 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In response to previous complaints of this nature, bd engineering have been evaluating the functionality of the current range of drip chamber barrels, with a view to potentially changing the design and/or raw materials used in their manufacture. Whilst these activities have been ongoing, the current range of drip chamber barrels have been subjected to additional in-process testing, in order to reduce the possibility of further instances of cracked drip chamber barrels in the field. A review of the customer feedback database indicates that whilst such reports are still being received, this is considered a rare occurrence against this drip chamber component. The bd designated complaints handling unit will continue to monitor incoming feedback closely, whilst the aforementioned activities are ongoing. Please continue to report these events if they occur, including full details of the product(s) involved (lot numbers etc.) And by returning any defective samples for evaluation.

Event description:
No additional information.

Event description:
It was reported that the bd 20dp vented IV dc, ard filter was cracked. The following information was provided by the initial reporter, translated from italian to english: the complete rupture of chamber 4343 following priming by a healthcare worker at the hospital. The ruptures are quite serious and were found in six components. Unfortunately, the information from the hospital is not always precise, making it difficult to trace the exact production batch of each part, but we can say for sure that one of those involved is 571530.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.